Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe soloshot mini 0.5ml 25x1 experienced foreign matter contamination. The following information was provided by the customer: on (B)(6) 2019 while I am conducting an auto disable syringe training in customer site one of the attendees has raised a complaint about the syringe which contains dark powder from the needle and she tested it on a first aid dressing on (B)(6) 2019 end up by writing an official report on that date. I have asked here for some sample and batch number but she send me a copy of the official complain the one she submitted.

Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples for 302248 lot 1706407 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR: our production and inspection records and have established that all production and quality processes were carried out normally. No qn nor ncmr's has found during in-process inspections.

Event description:
It was reported that the syringe soloshot mini 0.5ml 25x1 experienced foreign matter contamination. The following information was provided by the customer: on 25th of march 2019 while I am conducting an auto disable syringe training in customer site one of the attendees has raised a complaint about the syringe which contains dark powder from the needle and she tested it on a first aid dressing on (B)(6) 2019 end up by writing an official report on that date. I have asked here for some sample and batch number but she send me a copy of the official complain the one she submitted.